Manufacturer narrative:
The subject device was not returned to any of olympus locations. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. The following are possible causes for damage of the lid of the subject device. The user dropped an object on the lid. When closing the lid, the user pressed with excessive force repeatedly. The solvent crack occurred due to the mechanical stress while the closing the lid and/or the remaining the chemical agent such as detergent solution on the lid. Due to some other factor. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a preparation, it was found that the lid of the subject device was cracked. The subject device had been able to be used without any leakage and error. The subject device was repaired on-site by the field service engineer. There was no report of patient injury associated with the event.